Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and fecal incontinence, evaluation start date: 1/14/2020 it was reported patient stated that he has been having diarrhea since the 19th. On (B)(6) 2020 the patient stated that his antibiotics are interfering. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.